Event description:
It was reported that during a thrombectomy procedure, distal tip of the subject guidewire was broken off inside the microcatheter. The tip was retrieved successfully using a snare device. Heparin was administered to the patient. There was a surgical delay of 20 minutes. The patient currently has aphasia deficit post procedure. No other information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the distal 11 cm section of the subject guidewire was noted to be fractured. There was kinking noted to the distal tip of the guidewire and no anomalies were noted to the hydrated coating. Functional test unable to perform as the guidewire was fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed during analysis. The device failed to meet specification when returned for analysis, based on the damage noted. Additional information provided by the customer indicated that the break occurred during torquing, trying to navigate into anterior communicating artery (acom artery) branch, the guidewire tip was shaped approx. 90 degrees, there was significant tortuosity of the distal internal carotid artery (ica), some force was used to torque to overcome resistance and the issue was noted when retracting the guidewire, it did not result in any guidewire tip movement, on the third pass. The device was returned for analysis, and it was found that the distal tip of the guidewire had been fractured and separated from the guidewire. The guidewire was also noted to have some kinking to the distal tip. The analysis results are consistent with the reported event. It is probable that the guidewire experienced friction and difficulties in advancing and torquing due to procedural and/or anatomical factors present during the clinical procedure, it is probable that the guidewire then fractured and separated due to the attempt to rotate the guidewire against resistance and removal from the patient. An assignable cause of procedural factors will be assigned to the reported guidewire distal tip broken/fractured during use and to the analyzed guidewire distal tip broken/fractured during use and guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It cannot be definitively determined if the patient neurological deficit was related to the guidewire fracture. An assignable cause of anticipated procedural complication will be assigned to the reported code patient neurological deficit, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during a thrombectomy procedure, distal tip of the subject guidewire was broken off inside the microcatheter. The tip was retrieved successfully using a snare device. Heparin was administered to the patient. There was a surgical delay of 20 minutes. The patient currently has aphasia deficit post procedure. No other information is available.